Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on an unknown date. Fiducials were administered transperineally and the procedure was done under monitored anesthesia care (mac). Prior to placement, the hydrodissection moved laterally on both sides and did not create the same central midline separation. Computed tomography (CT) was performed and showed a possible infiltration of the gel in the capsule or vascular space. Additional review of CT images showed the spaceoar vue gel is surrounding the prostate capsule circumferentially. There were no patient complications reported as a result of this event. The patient received external beam radiation therapy (ebrt).

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: medical device problem code a1502 captures the reportable event of gel misplaced, non vascular. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: correction: it was noticed on february 10, 2022, that the event reported under this report (MFR report number 3005099803-2022-00630) is a duplicate of a previously-reported event under MFR report number 3005099803-2021-04962 and 3005099803-2021-04963.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on an unknown date. Fiducials were administered transperineally and the procedure was done under monitored anesthesia care (mac). Prior to placement, the hydrodissection moved laterally on both sides and did not create the same central midline separation. Computed tomography (CT) was performed and showed a possible infiltration of the gel in the capsule or vascular space. Additional review of CT images showed the spaceoar vue gel is surrounding the prostate capsule circumferentially. There were no patient complications reported as a result of this event. The patient received external beam radiation therapy (ebrt).